Event description:
Health professional reported after injection in the "midface" of juvederm ultra xc and juvederm ultra plus xc, the pt experienced skin discoloration, edema, induration and necrosis in the nasolabial folds area. The pt was treated with vitrase, augmentin, parenteral rocephin, nitropase, and antibacterial cream. The symptoms have resolved. This is the same event and the same pt reported under MDR ID #3005113652-2012-00116 ((B)(6)). This is the first MDR submitted for the first suspect product.

Manufacturer narrative:
(B)(4). Device history report summary: batch number h24l801168 was released by qc according to defined specifications. The documentary research in the batch file shows that no element could explain these reactions: all the manufacturing steps and all the physicochemical and microbiological results (endotoxins, bioburden) are registered as confirming to the specifications. The sterilization cycle is registered as confirming. The attributability is then impossible to determine.